Event description:
Life care IV pump with with IV pump tubing used to infuse dopamine to patient. Pump set to deliver 14 cc/hr. When tubing placed in pump and pump started, hi flow alarm sounded 1-2 minutes after start and dopamine was observed to be free flowing at rapid rate into patient. Tubing manually clamped immediately and IV pump taken out of service. Biomed representative checked pump and found that piece controlling flow valve on the IV tubing was broken. Pump is being sent back to manufacturer. Patient sustained rapid heart rate of 180 with atrial fibrillation for approximately 2-3 hours due to rapid infusion of dopamine.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-94. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.